Event description:
During an in-clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and suspected rv lead damage. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the rv lead was later capped and replaced to resolve the event. The patient was in stable condition.